Event description:
I used bausch & lomb multi in the past & switched to renu moisture loc approx 6/04 to 12/11/05, when I became very ill and barely conscious when found & brought to the dr who immediately called an ambulance. I was hospitalized and diagnosed with a severe eye infection of my right eye with scarred cornea. I was put on an intensive program of medication & later was being scheduled for a corneal transplant, however, after a prescription of "compound" meds, my sight returned although impaired, & still scarred.